Event description:
The catheter develops clot during use. No thrombus was left in the patient. The physician claims that the units were flushed appropriately and the patients were anti-coagulated. The catheters were not in place for very long. The clots were identified when the units were removed from the patient and flushed (clot was ejected outside the body).

Manufacturer narrative:
After removing a 6f supertorque pigtail catheter from the patient, clots were flushed out of the device. No thrombus was left in the patient and no injury occurred. The physician claims that the unit was flushed appropriately and the patient was anti-coagulated. The catheter was "not in place for very long". The catheter was not returned for evaluation. Therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the mfg route sheets could not be completed. With such limited information and no product to examine, it is not possible to determine what factors may have contributed to the event.